Event description:
Reporter alleged discrepant blood glucose results of 46mg/dl back to back with a result of 102 mg/dl when testing was performed 2 minutes apart on the advantage system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.